Event description:
The implantable neurostimulator was removed in (B)(6) due to a (B)(6) infection. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).